Manufacturer narrative:
Complaint no: (B)(4). Disconnecting a solution bag from the set-up and connecting a new one is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that they had disconnected a solution bag to attach a new one to the remaining supplies. The technical services representative assisted the customer with ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.